Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.

Manufacturer narrative:
An event regarding setting time involving simplex p with tobra bone cement was reported. The event was not confirmed. Device evaluation and results: visual inspection and functional testing was completed on three retain samples of the reported lot. The results were satisfactory and within specification. Device history review: bmr review for the specified lot indicates that the devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: chr review determined that there were no other similar events reported for the referenced lot. Conclusions: the investigation concluded that the reported setting time issue cannot be confirmed. The mixing properties of the retain samples of the reported lot code were tested and show that all required specifications are met. The mixing characteristics and working properties of simplex bone cements are influenced primarily by the temperature of the liquid and powder components at the time of mixing and by the temperatures of the utensils with which it contacts during mixing e.g. Mixing bowls, cement introducers etc. Generally, higher temperatures accelerate the polymerization reaction and lower temperatures delay it. Other factors which can affect setting time are mixing technique (speed, use of vacuum, centrifugation), thoroughness of mixing, complete utilization of all of the powder & liquid and care to avoid inclusion of any extraneous material such as blood or sterilization solutions into the mix. Mixing process/technique issues are highlighted in the or handbook. Based on the laboratory results of the retain samples it is not possible to replicate this event.

Event description:
It was reported that these doses of cement set-up completely in roughly 7 minutes causing new batches to be mixed and in one instance, hardened cement to be removed from a primary knee component. Sales rep was not in any of the cases, a different knee (j & j) was being implanted.

Event description:
It was reported that these doses of cement set-up completely in roughly 7 minutes causing new batches to be mixed and in one instance, hardened cement to be removed from a primary knee component. Sales rep was not in any of the cases , a different knee ( j & j) was being implanted.